Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support (cts) asking how to enter a bg level without actually giving a bolus because the customer stated an incomplete bolus alert was received when a bg level was entered in. While contacting cts, the customer had stated that their blood glucose level was 60 mg/dl due to delivering too much insulin for the last meal. During troubleshooting with tandem technical support, the customer was instructed on how to enter in a bg level and to exit from the bolus screen after in order to not receive the incomplete bolus alert.